Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment march 28, 2012: this report lacks sufficient information to allow an adequate causal assessment. Additional information including patient's medical history, concomitant medication, details on injection technique, treatment for the event, and outcome has been requested.

Event description:
Initial information was received from a nurse, who is also the consumer on (B)(6) 2012: a (B)(6) female with no history of immunological or collagen-vascular disease initiated poly-l-lactic acid (sculptra) (lot number and expiration date unknown) half vial cosmetically in her cheeks. Her first session was in 2011. Her second session was in (B)(6) 2012. After (B)(6) 2012, she experienced temporal arteritis on left side of temple, brows and scalp. She also reported a headache. Corrective treatment not provided. The events was ongoing at the time of report. Medical history and concomitant medications were not provided. No further relevant information reported.